Event description:
New information noted the patient was in stable condition before, during, and after the procedure.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The ICD was explanted and replaced. There were no patient consequences prior to the procedure.